Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion in the lad. After pre-dilatation, the orsiro was implanted. The deflation time was very slow.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. A small amount of dried contrast medium residue observed in the balloon lumen, a large amount of dried contrast medium residue observed in the inflation lumen. Since the contrast medium could not be dissolved, the inflation and deflation behavior of the balloon could not be assessed. Therefore, further investigation with regards to the reported complaint event is not possible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Due to the state of the returned device a final root cause could not be established.